Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed and no software error alarms could be verified due to the motor anomaly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the customer had a motion sensor test failure alarm on the insulin pump. The customer's blood glucose level was 180 mg/dl. Customer had pump on their shirt near their neck. Customer had an MRI on his knee and it erased the pump settings. Customer stated that the pump kept restarting on its own. Pump states that the reservoir is empty even thought it has rewound. Customer gets no reservoir even though he has a full reservoir in the pump. Pump is stuck in rewind cycle. Customer received a motor error alarm while on the phone. Customer was unable to complete troubleshooting. Customer does not use the sensor feature on the pump. Customer stated that he was unable to complete the rewind sequences. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.